Event description:
Discrepant results were observed for multiple vitros assays when comparing the values obtained on a vitros 5600 integrated system to the values displayed on the customer¿s laboratory information system. For all vitros assay results greater than or less than the measuring range, the ¿>¿ or ¿<¿ symbols displayed on the vitros 5600 integrated system were not being displayed at the laboratory information system as expected. Discrepant results/information may lead to inappropriate physician action. The discrepant results were not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that discrepant results were observed for multiple vitros assays when comparing the values obtained on a vitros 5600 integrated system to the values displayed on the customer¿s laboratory information system. The investigation determined that the ¿include measuring range flag in result¿ feature was not enabled on the vitros 500 integrated system. Therefore, the ¿>¿ and ¿<¿ symbols were not uploaded to the laboratory information system, by design. The issue was resolved by enabling the ¿include measuring range flag in result¿ feature. The investigation determined that the root cause of the event was user error. The vitros instrument was performing as configured by the user and did not malfunction.